Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a clinical study. During a pump replacement surgery on (B)(6) 2016 the physician removed the pump from the catheter and there was no flow of cerebrospinal fluid (csf). The healthcare professional cut the catheter distally twice with absolutely zero csf flow. The decision was then to open the lumbar wound for a posterior revision. No patient symptoms were noted. The cause of the catheter occlusion was unknown. The pump was replaced due to elective replacement indicator (eri). The pump was used to infuse morphine 10 mg/ml at 2.2 mg/day and bupivacaine 5 mg/ml at 1.1001 mg/day.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional via product surveillance registry regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. The catheter was occluded. The pump and catheter were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.